Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead is exhibiting t-wave oversensing (twos) on the ventricular channel, causing ventricular pacing to be less than the programmed rate. The physician had requested that the lower rate limit be reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.